Event description:
The reporter indicated that when duplicating a calculation in the stella 2.0 software, the expected refraction and the expected seq (spherical equivalent) displayed on the duplicated calculation did not match the values displayed in the original calculation. Cause of event was not reported.

Manufacturer narrative:
H11 - manufacturer narrative: investigation identified an issue within the stella 2.0 program software: for a previously saved ocos legacy reservation with a lens, selecting the "lenscalc" button in stella 2.0 generates an iod that displays the exp ref and exp seq information of the targeted lens, rather than the selected lens. D2 - the product code "mta" is entered to satisfy mandatory field requirements, as the device software is not currently classified and does not have an assigned FDA product code. G4 - PMA/510(k): p030016/s001/a016. Claim# (B)(4).